Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a new generator procedure. Originally, the right atrial (ra) lead was capturing well with good impedance levels and good p-wave sensing. After retesting through the pacing system analyzer (psa), no p-waves were sensed due to lack of atrial signal. The psa cable was working fine through other leads. Unipolar configuration was tested on psa, and the lead was able to get some p-waves. The lead was tested through the device and was again unable to get an atrial signal. Impedance was also very low and out-of-range. The ra lead was explanted. No obvious fractures or insulation problems were found. The ra lead was re-implanted. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Additional information received noted that during the new generator procedure on (B)(6) 2021, the reported right atrial (ra) lead was not re-implanted. The reported ra lead was removed and replaced with a new lead during the generator procedure on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Due to additional information confirming the lead was not re-implanted during procedure, "d6a - date of implant" should be updated to be blank.